Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes unipolar le ad impedance of >1990 ohms. When the leads were x-rayed and tested normal, a malfunction of the puulse generator was suspected.